Event description:
It was reported that the ilet pump¿s touchscreen became partially unresponsive, with the top half not registering input while the device could still be unlocked, and the user noted a small crack; a video demonstrating the issue was provided and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of normal device interaction and the need for device replacement, while the user could continue cgm monitoring via the dexcom app or receiver. Investigation included customer interview, review of user-provided video, and logistical coordination for device replacement and return. Investigation of this case revealed a damaged or malfunctioning display/touchscreen consistent with physical damage and loss of touch responsiveness localized to the cracked area. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.